Event description:
"It was reported that unfortunately, we had another incident involving the three-way stopcocks in our thoracic surgery unit last week. Here is what happened: a patient is scheduled for surgery to remove an aortic balloon pump. The patient has a central venous catheter (cvc) with several three-way stopcocks connected to it, through which life-sustaining medications are administered. During the surgery, the patient¿s blood pressure began to drop for an unknown reason. It turned out that the three-way stopcocks through which the medications were flowing had come apart, causing the medications to spill onto the bed. The three-way stopcocks had been checked and secured according to standard procedure. We will file a report with the swedish medical products agency. I have also filed a complaint through the supply department today. It was the short three-way stopcock, item no. 394600, that was involved in the incident. What was the outcome for the patient/user? Could have caused death or serious deterioration in health. More detailed description of the consequences for the patient/user. Interruption in the supply of life-sustaining medication. Have you identified any other products of the same type with similar defects in your business? Yes".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.